Event description:
It was reported that the patient was receiving inadequate stimulation due to multiple high impedances on the lead. The patient underwent a revision procedure and the lead was repositioned. No devices were explanted. The patient has fully recovered.